Manufacturer narrative:
Testing and investigation found that when the bolus cord was plugged into a test pump, the device did not deliver a bolus dose when the bolus button on the bolus cord was pressed. This was due to the internal ref wire of the cord was broken. The probable cause of the damaged bolus cord is an inadequate design of the cord strain relief/connector and customer mishandling. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center for a report from the customer contact that during incoming inspection at the user facility, the pump did not register that the bolus cord was plugged into the pump and the usual beep was not heard. This is not a reportable event. However, during verification testing at the service center, the device did not deliver a bolus dose when the bolus button on the bolus cord was pressed.